Manufacturer narrative:
This report is for one (1) unknown cortex screw. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cortex screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient had a removal of 2.0 cortex screw from the second toe as a precaution because she was having pain. No other problems were observed and screw was removed successfully and intact. Screw was initially implanted for a hammer toe repair fixation. No post-operative x-rays were taken. Procedure was completed successfully. Patient outcome was reported as good. There was no surgical delay reported. This report is for one (1) unknown cortex screw. This is report 1 of 1 for (B)(4).